Event description:
The surgeon inserted a screw into a cervical plate / collet and the screw advanced completely through the collet. The cervical plate was removed and replaced with a new plate and screws, without further incident.